Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 pigtail on the vasoview hemopro 2 distal inflation broke off and created a gas leak. There was no harm or adverse event to patient. There was a 5 minute delay while they opened a new kit.

Manufacturer narrative:
Tw #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Update section: b4, g3, g6, h2, ,h11. Corrected section:h6(inv conclusion).

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated fields: b4,g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 02/04/2025. An investigation was conducted on 03/10/2025. A visual inspection was conducted. Both the cannula and harvesting device was returned for evaluation. Sign of clinical use and evidence of blood was observed on both devices. The heater wire on the harvesting device was observed to be flexed away from the hot remaining attached at the base of the hot jaw but detached at the tip of the hot jaw. There were no other visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The jaws were observed to be slightly bent. The cannula and c-ring was observed to be intact. The scope wash tube was observed to be melted away from the base of the intact c-ring. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- scope wash" was confirmed, as well as the analyzed failures "material twisted/ bent wire" and "material twisted/ bent jaws" were observed. The lot # 3000446774 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.